Event description:
The customer alleges that it is nearly impossible to screw the adaptor on the flow meter. No report of a patient injury.

Manufacturer narrative:
(B)(4). Reported lot number - 4161167. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. No corrective action can be established at this moment since the device sample or a picture is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.